Manufacturer narrative:
(B)(4). The iol was received and inspected under illuminated 10x magnification. Visual inspection of the optic took place and no optical deviations could be found. Manufacturing records were reviewed and met all specifications. The multifocal lens was exchanged for a monofocal lens. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All information available is included in this report.

Event description:
It was reported the intraocular lens was explanted (B)(6) after implant due to the patient's complaint of dysphotopsia. No patient injury reported.